Manufacturer narrative:
The technician found the actuator arm on the drive engagement switch was sticking. The technician replaced the drive engagement switch to repair the bed.

Event description:
Info received indicates the head of bed will raise 20 degrees and then go back down to flat position.